Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to wait 20 minutes after the pump exited storage mode before initiating a sensor session and was guided through a pump reset procedure. After the reset, the error did not reoccur, and the sensor session was successfully started.